Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. Part not returned for evaluation.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery procedure. It was reported that during the case, the site registered using a three point tracer. They felt that there was imprecision superficially, but when they were on the back wall of the sinus, the surgeon felt they had 3mm imprecision anterior. The issue occurred right after registration. Review of the tracing images noted that ethmoid sinuses were 1.5 - 2mm off in the anterior direction. The surgeon did mention that with the curvature of the bones in these structures it was difficult to get a precise measure and there were points they felt imprecise. The back wall of the sinuses felt consistently imprecise at 3mm anterior. This occurred right after registration and continued through the case. It was also noted that trace pattern on one of the images did not cover a large area of unique features. Primarily on the front of the face. It also went over some soft tissue in the cheeks and one temple. The patient had some loose skin around the face. There was no reported impact on patient outcome. There was no reported delay to the procedure due to this issue.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The system then passed the system checkout and was found to be fully functional. A software investigation analysis was initiated to determine the probable cause of the issue through archive/image analysis. Analysis found that it was unable to determine probable cause without further information since the on-going investigation proved to be inconclusive based on the information provided.. Analysis found that the software functioned as designed.

Event description:
Medtronic received information regarding a navigation device being used intra-operatively for a functional endoscopic sinus surgery (fess) procedure. It was reported that the site registered 3 point tracer for a procedure and the site felt accurate superficially (tragus, inner campus, etc) but when the site was on the black wall of the sinus, the surgeon alleged inaccuracy by 3 millimeters anterior. This was reported right after registration. The manufacturer representative (rep) present noted that the site might not be tracing posterior enough. No further information available. There was no reported delay to the procedure due to this issue and no known impact on the patient outcome.